Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device compared to unspecified readings on a hcp meter. The customer reported that as a result, they experienced seizures and a loss of consciousness and were hospitalized where unspecified treatment was rendered for treatment of a diagnosis of hypoglycemia. There was no report of death, serious injury, or mistreatment associated with this event.